Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali jugular system products that are cleared in the us. The pro code and 510 k number for the denali jugular system products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one jugular denali filter kit were returned for evaluation. During visual evaluation, the pusher catheter was loaded to the touhy-borst adapter and filter storage tube. A kink was noted to the pusher catheter from the distal end of the handle. Residue was noted throughout. The filter appeared to be partially deployed, legs were slightly protruding from the distal end of the filter storage tube. On functional testing pusher catheter was used to deploy the filter from the filter storage tube. Resistance was felt during test. Filter deployed successfully. All filter limbs were present and crossed. Also, seven electronic photos was provided and reviewed. The first, fourth and sixth photos show the denali jugular kit. The sheath is seen loaded over the dilator. The filter is seen partially protruding out of the storage tube. The pusher catheter is seen in the tube. The sixth photo also shows the labeling which matches with the information available in trackwise. The second photo shows the distal end of the storage tube where the filter is seen partially protruding out with limbs partially expanded. The third photos show the filter storage tube. The filter is seen partially protruding out of the storage tube. The pusher catheter is seen in the tube. Therefore, based on the photo review the reported expansion failure cannot be confirmed as the status of the filter at the time of usage is unknown. Therefore, the investigation is inconclusive for the reported expansion failure as the status of the filter at the time of usage is unknown. Also, the investigation is confirmed for the identified failure to advance as the resistance was felt during the test. A definitive root cause for the activation failure including expansion failures and identified failure to advance could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 10/2025), h6 (device). H11: h6 (method, result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an inferior vena cava filter placement procedure, the filter was allegedly could not be opened after multiple attempts. It was further reported that the device allegedly had resistance when pushing. Reportedly, the filter was retained in the sheath and was withdrawn in its entirety. The procedure was completed by using another device. There was no reported patient injury.

Event description:
It was reported that during an inferior vena cava filter placement procedure, the filter was allegedly could not be opened after multiple attempts. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali jugular system products that are cleared in the us. The pro code and 510 k number for the denali jugular system products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 10/2025) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.